Event description:
Healthcare professional reports one incident of a blood leak on reuse number 4. This incident was noted at the onset of pt treatment by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 200cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.